Event description:
Received alert regarding turning off the biofire torch frequently and the issues surrounding it. We only have 4 modules and it is only turned off and on monthly using the proper method. No errors.